Event description:
It was reported that the pt experienced a shocking and jolting sensation that was mostly felt during walking. The symptoms started two weeks prior to this report. The pt also experienced tenderness and cramping around the implantable neurostimulator battery site. It was also reported that the pt felt the stimulation half way between their shin and ankle when stimulation was turned off. There was no known accident or incident related to this event. Additional info has been requested from the hcp, but was no available as of the date of this report.

Manufacturer narrative:
(B) (4).